Event description:
It was reported that when using the bd pyxis medstation system tower door 3 failed with a double click, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medication, because users needed to recover the system and reboot it before accessing the required medications, and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 3 failed at the station. A field service engineer replaced the worst latch on door 3, which had only one remaining latch, and cleaned the other 3 doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.